Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, high ventricular rate episodes were noted on the lead. It was revealed as noise which was reproducible. The noise was too large to program around. The physician mentioned that patient is hardly using ventricular lead for pacing. So, no intervention was made. The patient was stable.